Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service engineer (gfse) that the batteries of cardiosave intra-aortic balloon pump (iabp) are not displaying the charging status accurately. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (investigation findings).

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: g2. A getinge field service engineer (fse) stated that battery charge status not displaying correctly on monitor. Both main batteries (0146-00-0097) replaced. Unable to adjust inventory due to software bug. Equipment fully tested and all ok.

Event description:
N/a.